Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 91 mg/dl. The customer changed out all supplies to resolve the alarm. Additionally, it was reported that an altitude alarm occurred. The customer's blood glucose level was 80 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. As the events occurred in the past, troubleshooting was unable to be performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be evaluated due to incomplete data logs.